Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The device started the ambient mode and was sent to the biomedical engineering department while alarming. The device received on the department while alarming also. And it did not turn on or turning of the alarm. It kept like this for awhile then the alarm stopped and the device started without any issue. When testing. We tested the batteries, power cord without any issue. We also tested the test points in the control board, all within range except test point 17, which was 2.82 v when it is mentioned to be between 10 and 31. Waiting for your advice.